Event description:
Same case as: 2134265-2014-07592, 2134265-2014-07368. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an icross¿ imaging catheter in order to visualize an unknown target lesion. During intravascular ultrasound (ivus) automatic pullback did not work. The physician tried to test the catheter and sled outside the patient's body but same issue occurred. The procedure was completed with this device by manual pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).